Manufacturer narrative:
(B)(4).

Event description:
Complaint originally reported by consumer to pharmacist, then to nipro sales rep. Consumer believes meter is reading low when compared to hospital instrument. Hospital instrument test was performed 40 - 50 minutes after true result test was performed. True result read 169 mg/dl. Hospital instrument read 340 mg/dl. Consumer went to emergency room for hyperglycemia. No injury reported. Consumer acknowledged that control results were within control range.